Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as a consumer injected himself with a bd micro-fine insulin pen needle, the needle broke off in his abdomen. The consumer received an x-ray, but the needle was not located.